Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that the top case was cracked by handle and tubing guides, right plunger case was also cracked. During occlusion testing, the motor rate error was found. The root cause of the issue was found to be normal wear of the motor assembly. Replaced stepper motor, old motor mount, worm coupling, blue worm gear, and teflon washers with the delrin washer. Lead screw and both clutch halves where also replaced as a preventative measure. Performed occlusion test and all functional tests which passed. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.